Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for this guidewire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
A viperwire guidewire was used with an atherectomy device for treatment of the circumflex artery (cx). The oad could not be advanced through the target lesion with glideassist. A low speed atherectomy treatment was performed, and the oad jumped. The oad contacted the viperwire spring tip, and the tip of the wire fractured. A snare was used to retrieve the fragment. The patient's condition was good following the procedure.